Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 44,100 joules while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed and two excessive fiberlife messages were received, though the fiber had been cleaned. Time expended: 6:50 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "ok". There was no patient injury reported.